Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 309703 and lot number 5127797. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. We received this complaint from our customer about a contaminant found on the 5ml syringes. The reports show photos of the three syringes discovered. Customer complaint item 309703, lot 5127797. I had asked some follow up questions about the incident. There are three syringes pictured in the report. They were all discovered after filling. There were none detected on incoming inspection and no more found so far when looking at the remaining syringes. They are still looking at the remaining syringes. They had sent the three syringes to a lab for testing and there are no more to send back unless they find another one.